Event description:
Reportedly, four days post operatively, a staple line leak occurred from the gastric tube. Subsequently, the surgeon decided to reinforce the anastomosis by applying sutures to complete the case without further incident. Procedure: esophagus. Pt status: no pt injury reported.